Manufacturer narrative:
Device was received with no motor movement or negligible alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a no motor movement or negligible movement. Retries to free a stuck motor failed. The customer blood glucose level was 296 mg/dl. Troubleshoot was performed. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.